Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access instrument. An ER pt sample was tested for accu tni and a result of 0.58ng/ml was obtained. The accu tni result was reported out of the lab and questioned by the ER physician. The customer collected a fresh sample from the pt and tested for accu tni; the result was 0.00ng/ml. The customer re-tested the 2nd sample for accu-tni and the repeated result was 0.01ng/ml. There was no death, injury, or change to pt treatment as a result of this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. The customer reported issues with failing system check prior to the event on the same day. Customer technical svc (cts) worked with the customer to resolve this issue. (Details not provided). The 1st specimen was collected by an ER nursing staff in a bd, sodium heparin tube. The customer indicated that the sample was received directly from the ER and centrifuged at 3,400 rpm for 10 minutes at ambient temperature. The 2nd specimen was collected by lab staff in a bd, lithium heparin plasma tube. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse conducted diagnostic testing which partially failed. The fse performed necessary repair and a minor preventive maintenance (pm) to the instrument. The fse verified repair per established procedures; results meet published performance specifications. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumbed for the purpose of this report.